Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the hub rebooted unprompted during the case.

Event description:
It was reported that the hub rebooted unprompted during the case.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no live video output probable root cause: - cables, connectors, sources, or sinks - capture card, motherboard, power supply - sdc firmware - over-heating (air duct, fans, heat sinks, dust, vents) - sdc application software [cor, ip], clarity package - clarity algorithm - use error - cybersecurity - esp software the reported failure mode will be monitored for future reoccurrence.